Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred. Analysis inspected the insulin pump and no trace of moisture damage found on the electronic or motor assembly. The insulin pump had scratched on display window and stripped coin slot battery cap noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 85 mg/dl at the time of incident. The customer stated that they were unable to clear the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.